Manufacturer narrative:
Corrected data: upon information review, in the initial MDR section h6 device code was inadvertently not populated with code 1316; therefore, it is captured in this supplemental report. The following section has been updated accordingly: section h6: device code: 1316 - positioning issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation, the surgeon was unable to properly position the preloaded monofocal intraocular lens (iol) in the patient's left eye. A haptic broke during the repositioning attempt. The iol was removed and replaced during the same procedure. There was no vitrectomy, incision enlargement, or sutures required. There was no medication prescribed. There was a 15 minute delay in procedure. The patient status was not available. The iol is not available for return. No further information is available.

Manufacturer narrative:
Section a2, a4, a5, a6: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.